Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple instances of low blood glucose (bg) levels as low as 52 mg/dl; cause unknown. The customer consumed glucose tablets and orange juice to address bg levels. Recommendation made to discuss diabetes management with health care provider.